Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 700 au clinical analyzer and identified the degasser membrane and heating element were defective. The fse replaced the degasser membrane and the heater assembly to resolve the issue. The fse performed system verification and verified the analyzer resumed normal operation.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and identified the degasser membrane as the faulty part. The fse replaced the degasser membrane to resolve the issue. The fse performed quality control and passed. The fse verified the analyzer resumed to normal operation. Section a2, a3, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining erratic quality control and patient results for multiple chemistries on their dxc 700 au clinical chemistry. The affected chemistries were alkaline phosphatase (alp), glucose (glu), calcium (cal), creatinine (cre), cholesterol (chol), creatinine kinase (ck), c-reactive protein (crp), direct bilirubin (dbil), gamma glutamyl transferase (ggt), hdl cholesterol (hdl), phosphorus (phos), lithium (li), total protein (tp), blood urea nitrogen (bun), uric acid (uric), lactate dehydrogenase (ldh), alanine aminotransferase (alt), aspartate aminotransferase (ast), lipase (lip), magnesium (mag), psp, sodium (na), potassium (k) and chloride (cl) albumin (alb) and triglyceride (tri) and total bilirubin (tbil). There was no report of change to treatment, injury, or death associated with this event. Patient data or demographics were not provided by the customer.